Event description:
The customer alleged an olympus colonoscope 6 channel q160al was entered as a bronchoscope 2 channel in the scope database. There were no cancelled cycles with this scope. The customer processed the scope with the incorrect scope model programmed in the database for five months. The customer reprogrammed the scope correctly. An asp clinical education consultant (cec) was on site for continuing education. Advanced sterilization products (asp) later contacted the customer and he alleged the following: only one scope was involved; it was processed in two evotechs - interchangeably. As a result, only two channels were being monitored for any blockages when the colonoscope was processed. The scope was used on multiple pts. To present, there have been no reports of any complications.

Manufacturer narrative:
(B)(4) other - incorrect scope processed. If any pt or additional info is obtained from the customer with regards to pt complication, an additional FDA medwatch form(s) will be submitted accordingly. One related MDR: 2084725-2009-00638.